Manufacturer narrative:
Concomitant medical products: egia60axt egia60 artic extra thicksulu, lot # n1f0501y, 030414 030414, endo gia uni 60 3.5 dlu x6, lot # p1k1217qs. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic thoracoscopic lobectomy, when the lung parenchyma was separated using the articulating reload, the resistance was too great to be fired. The surgeon was able to press the green button but unable to squeeze the handle. The use was immediately discontinued then a new articulating reload was used and the disconnection continued. Then a new straight reload was subsequently used to cut off the pulmonary vein branch, the staple line was incomplete distally. Suture was used resolve the issue.